Event description:
It was reported that during prep for a transarterial chemo embolization a guide wire fractured. The procedure intended to treat a severely tortuous lesion located at the left lobe of the liver. A 135/10 kit renegade hi flo was selected. While unpacking the device the physician noticed that the guide wire was fractured on the proximal section. Procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A full dimensional inspection was carried out and the measurements met specification. The catheter was visually examined and the catheter was found to be broken 11 cm from the hub with 6.5cm braid exposed. No other defects on the device were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during prep for a transarterial chemo embolization a guide wire fractured. The procedure intended to treat a severely tortuous lesion located at the left lobe of the liver. A 135/10 kit renegade hi flo was selected. While unpacking the device the physician noticed that the guide wire was fractured on the proximal section. Procedure was completed with another of the same device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
(B)(4).